Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. They want to see if the device is working, but did not understand how to use their patient programmer (pp). The use of the programmer was reviewed with the patient. The patient did not feel stimulation, but the device is on. The patient also added that they might be feeling stimulation a little, but it's hard to tell. The stimulation was currently on and was on program 4 at 1.2 volts. It was noted that the patient had pain down in the vaginal area and thought it could be from an operation done the day of implant where their urogynecologist did a procedure for a cyst in their vagina. The patient also noted that they had a ¿dropped bladder¿ and had to catheterize themselves. The patient thought was helping their symptoms but was taking medication (urecholine) since (B)(6). It was reviewed with the patient that since they just were implanted with the ins and were uncertain of they were getting symptom relief, to continue to monitor things at the current setting and to increase as needed. The patient was directed to contact their healthcare professional (hcp) for the vaginal pain issue. There were no further complications reported or anticipated. Additional information received from the patient on (B)(6) 2017 reported that they had been catheterizing for 2 years and taking me dications as interventions for the issue. The patient stated that ¿yes¿ the issue was resolved when the implanted device was put in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the urinary retention, dropped bladder, and needing to catheter was a pre-existing symptom. They took medication the first two months, noting that, previously, they were cathing for 2 years. They were implanted on (B)(6) 2017 and noted that the stimulation output issue was resolved.